Event description:
A peritoneal dialysis pt called to report an m31. The pt was provided info about the alarm and was assisted with reset/reboot and alarm reoccurred. Pt was advised to reset up with new cassette and new bags or revert to alternative treatment. The pt was going to reset up with new supplies and when he opened the cassette door water leaked over cycler and inside cassette door. There is no report of injury.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: the sample was not received for analysis. Conclusion: the complaint is unconfirmed. No further investigation required per complaint investigation procedures. Event data to be trended per quality data analysis procedure.